Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. During the on-site evaluation of the trilogy ev300 device by the field service engineer, the customer's complaint was confirmed. The 3-way solenoid valve on the fi-02 housing and fi-02 sensor cable. Additionally, the device's machine flow sensor was replaced. Once unit was reassembled the field service engineer, ran all tests per the service manual. Unit passed all tests and is returned to customer with no restrictions. Upon further investigation the device failed the fio2 sensor receptacle verification test, not the active exhalation verification, pilot pressure test as previously reported. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. This was reported erroneously. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. At this time there is no indication that this malfunction would affect the therapy being provided to the user. This report is being sent to conclude this malfunction has no potential to cause harm if it were to reoccur and is not reportable.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. The device has yet to be returned to a manufacturer's service center, but evaluation is anticipated. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. During the on-site evaluation of the trilogy ev300 device by the field service engineer, the customer's complaint was confirmed. The 3-way solenoid valve on the fi-02 housing and fi-02 sensor cable. Additionally, the device's machine flow sensor was replaced. Once unit was reassembled the field service engineer, ran all tests per the service manual. Unit passed all tests and is returned to customer with no restrictions. Upon further investigation the device failed the fio2 sensor receptacle verification test, not the active exhalation verification, pilot pressure test as previously reported. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. This was reported erroneously.